Event description:
It was reported the blue dome falling off f series light . No one was in the room and there was no patient involvement. This light is within scope of the field action res 83355.

Manufacturer narrative:
It was reported that the blue circular dome on the back of the f gen light head fell; there were no reported injuries or adverse consequences. (B)(4), pfa1937561, and CAPA(B)(4) were opened to review and address this issue. This light is within scope of the field action.